Event description:
It was reported that the user experienced hypoglycemia while using the ilet with fsl3+, with a cgm value of 52 mg/dl and a concurrent fingerstick of 75 mg/dl after announcing a spaghetti meal during the first days of pump use. Symptoms included hypoglycemia. Outcomes included self-treatment at home without hospitalization. Troubleshooting and education were provided, including guidance to treat lows with 15 g of fast-acting carbohydrates and to recheck with a fingerstick after 15 minutes, and the user acknowledged that the system is still learning insulin needs. Investigation included user counseling and review of use conditions. Investigation of this case revealed no device alarms and no device malfunction identified, with the event consistent with early adaptive insulin learning and meal-related variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.